Event description:
Pt was brought to the cathlab, diagnosed with diseased lcx and lad. Attempted to ffr lcx, pressurewire would not progress, which let to dissection in the mid-distal lcx. Further procedure was abandoned and pt was sent for emergency CABG. Pt had a bleeding event during the night and had to be stitched again to stop bleeding. Pt admitted to ICU.

Manufacturer narrative:
As the product was not returned, we were unable to identify a definitive root cause. We do not believe that there is any evidence of device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.